Event description:
It was reported that the customer passed away. The customer was taken to the intensive care unit on (B)(6) 2015 with high blood glucose of 699 mg/dl. The customer was not using the insulin pump, yet. The customer was trying to schedule for training. These were the only details provided to the start right representative by the deceased customer's spouse.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.